Event description:
It was reported that the patients lead was not properly placed because the physician had difficulty with the placement. The patient underwent a revision procedure wherein the lead was repositioned to capture patients pain areas. During the revision, the physician was not careful when moving the lead and contacts fell off the lead. The patient was doing well postoperatively.